Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report and the reported traumas appear to match the damage found. This is a final report.

Event description:
The patient was seen for a device assessment on (B)(6) 2015 following reports of further channel loss. His parents report that he has had a number of falls over the last few months but none to the extent that has caused any concerns.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was seen for a device assessment on the (B)(6) 2015 following reports of further channel loss. His parents report that he has had a number of falls over the last few months but none to the extent that has caused any concerns. The clinic have arranged an appointment with the consultant to discuss his case with the high probability of re-implantation.